Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and made correction to the parameters configuration to resovle the issue. The analyzer performed calibration and controls, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information provided; however, could not confirm which patient had a change in treatment. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported two (2) patients had high protein results in cerebrospinal fluid (ucsfp) with a ¿f¿ flag on their au480 clinical chemistry analyzer. The customer released the high results out of the laboratory. The customer indicated to beckman coulter that one patient had a change in treatment. When follow-up, the customer indicated due to important change in proteinorachia, their laboratory decision was to start the patient with acyclovir in 10 mg/kg per dose every 8 hours due to a clinical hypothesis of herpetic encephalitis, despite normal cellularity. The customer indicated the patient developed acute renal failure secondary, but without the need for dialysis. After the customer issued the corrected result, the medication was discontinued, and the hypothesis of herpetic encephalitis was effectively ruled out. The patient started the medication on (B)(6) 2024 and discontinued on (B)(6) 2024. The patient¿s renal function improved. There was no further confirmation provided of any impact to the patient. There was no death associated with this patient. The customer also reported a second patient with high ucsfp. The customer confirmed this patient did not have a change in treatment. There was no report of change to treatment, injury, or death associated with this patient. The customer provided only the initial results for the 2 patients; however, customer could not confirm which patient result had a change in treatment.